Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, but the exact cause could not be determined. One groshong single-lumen PICC was returned for investigation. The PICC was received with the two-piece connector attached and secured to the tubing. The stylet had been removed from the catheter. A functional test revealed a spraying leak near the 42 cm depth mark. A microscopic examination of the leak site revealed an irregular shaped hole in the blue stripe of the catheter. The tubing was bisected longitudinally and the damage within the lumen was greater than what was observed on the external surface of the tubing. The material leading into the hole appeared to be worn on the inside of the catheter. Potential contributing factors of the leak include damage from the stylet during removal; however, the exact cause could not be determined.

Event description:
It was reported that the PICC catheter leaks (near the outer end of the end), then change another one to complete.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC catheter leaks (near the outer end of the end), then change another one to complete.